Manufacturer narrative:
The reported issue that the pcu keypads have failed and the devices will not power on was not confirmed; no product or device logs were returned to customer advocacy (cad) for investigation. The root cause could not be determined. Review of the sn (B)(4) service history record showed the device had a manufacture date of 26aug2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 08oct2020 and indicated that this device has been previously returned once for service of this issue on (B)(6) 2020. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that the pcu keypads have failed and the devices will not power on. Per customer, there is no patient involvement.